Manufacturer narrative:
(B)(4) was returned on 05/26/2016. The returned controller passed visual inspection and functional testing. No controller abnormal behavior was observed during lab testing or detected in the log files. The controller performed as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
With follow up investigation it was reported that no further information is available concerning the period surrounding the event date or the patient's death. The official cause of death is not known and the autopsy results is not available. It was reported that the therapeutic team does not believe the event is related to the lvad system. None of the devices (pump, controller, batteries, battery charger) were returned to the manufacturer for analysis. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a decreasing trend in power consumption on the reported event date. Based on the available information, no conclusion can be made regarding the cause of the patient's death. However, as reported and based on the device history records review there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a "vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was found dead by his sister in the morning. An autopsy was performed but results have not been provided. Investigation is ongoing.